Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the distal face of the seal, at one end of the seal slit and it was noted to migrate across the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, the sheath leaked blood. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.